Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. It was documented that the patient had issues with the device with 3 sensors, this report is to capture the event that led to the hospitalization. On the evening of (B)(6) 2024 the patient was already not feeling well, was feeling sick and nauseous, upset stomach, and having a lot of pain all over his body, was vomiting, felt weak. It was reported that prior to this event the sensor had expired and that she just removed the sensor and tried another when they came back home. The patient´s girlfriend removed previous sensor without checking and inserted a new sensor and was getting inaccurate readings but did not take any bg readings. They tried another sensor instead and there was bleeding, she cleaned the area with alcohol wipes and tried the 3rd sensor and this time they took a bg reading which was 600 mg/dl and the cgm reading was 70 mg/dl when the ambulance was called. At an unspecified time later, on (B)(6) 2024 the patient was taken to the hospital. There the patient was treated with IV medication and antibiotics (no documentation why the patient needed an antibiotic treatment). At the time of the report the patient was still hospitalized but recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.